Manufacturer narrative:
Patient information is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the dynamic hip screw (dhs) surgery on (B)(6) 2018, many issues occurred. Use of the auger 3 floors, implantation of the cephalic screw, it was impossible to slide the plate on the screw. It was impossible to perform the osteosynthesis without bone damage. The surgeon replaced the plate and the screws. Surgical outcome is unknown. There was no reported patient consequence. This report is for a 135 degree locking compression plate (lcp) dhs plate standard barrel 3-holes/76mm. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
11/23/2018: updated event description: it was reported that on (B)(6) 2018, during the dhs (dynamic hip screw) surgery, many issues occurred with the ancillary. The triple reamer did not advance during implantation of the cephalic screw (12.5 mm diameter lag screw) and was impossible to slide the plate on the screw. In addition, osteosynthesis was impossible to perform without bone damages. The surgeon replaced the ancillary, plate and screw. It is unknown if there was a surgical delay. Patient outcomes was unknown. This complaint involves six (6) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 02.224.223s , lot: 9948247, manufacturing site: grenchen , release to warehouse date: 22 june 2016 , expiry date: 01 june 2026 . The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. There are some post-manufacturing caused scratches at the shaft visible. Otherwise is the dhs/dcs screw in a very good condition, there are no damages visible at the groove on the backside and the thread flanks at the forefront are in a excellent condition with no visible wear marks. A functional check was performed and was found functional as per design intended. From this standpoint the device is functional and the complaint is unconfirmed. The manufacturing review shows that the production procedure was according to the specifications and there were no issue the complaint condition is unconfirmed as the functionality of the device is given. Unfortunately we are not able to determine the exact cause of this complaint. We assume that the malfunction was caused by the deformation at the slotted end of the screw. Based on that and the investigation findings a manufacturing related issue can be excluded, no product related issue could be detected. Finally we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected.s that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the customer reports that during the dhs (dynamic hip screw) surgery, many issues occurred with the ancillary. The triple reamer did not advance during implantation of the cephalic screw (12.5 mm diameter lag screw) and it was impossible to slide the plate on the screw. It was impossible to perform the osteosynthesis without bone damages. The surgeon replaced the ancillary, the plate and the screw.